Event description:
Attorney alleges following implantation, plaintiff developed injuries which included a disease or disorder. Particulars of the injuries include: capsular contracture, breast pain, mastitis, breast lumps, silicone leakage, delayed detection of breast cancer, autoimmune disease in the form of immune reaction to silicone, interface with immune system and development of silicone syndrome, joint pain, skin rashes, chest pain, shortness of breath, fatigue and sleep disturbances, cosmetic damage, anxiety, nervousness and depression.